Event description:
The stem perforated the innermost and outer sterilizing packs. Product was not sterile due to the stem piercing the packaging and breaking sterility. The operation was extended 30 mins while the hosp sterilized the product. The product was implanted into the pt after the hosp sterilized the component.